Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿1.if the video system center is not turned on, turn on the video system center. 2.if the input signal selection button is not set properly, use input button on the front panel to switch the appropriate input terminal. 3.if the monitor cable is not connected, connect the monitor cable. 4.if the monitor cable is broken, connect a new monitor cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No serial number has been provided at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.